Event description:
Patient presented to the physician with a persistent lump at the neck incision site and pain near the neck incision. Physician administered steroid injections.

Event description:
Patient presented back to the physician with ongoing neck pain. Physician brought the patient into the or, and upon opening the neck incision, a capsule with fluid accumulation was observed. Physician explanted the entire inspire system.